Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: removal/snaring of dislodged stent from pt. Device issue: stent dislodgement/separation. It was reported that after a failed cross attempt, as the device was being removed from the pt, the stent dislodged. The stent was retrieved with a snaring device; however, when the stent was being removed, the stent separated into two pieces. The snare device was used again and the separated portion was removed from the pt. The pt is doing well. No additional event or pt information is available.